Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2016. Concomitant medical products: therapy date: unknown; 42532007101 ¿ tibial tray ¿ unknown; 42540200029 ¿ patella ¿ unknown; 42512400711 ¿ articular surface - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient is being considered for a revision approximately 3 years post implantation due to an allergic reaction to nickel. Attempts have been made and no further information has been provided.